Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with the door handle broken was confirmed during product evaluation. The root cause of the reported problem was determined to be a broken door latch. A service history review revealed no previous service events were related to the reported condition. However, during previous service the door was replaced.

Event description:
The facility representative contacted baxter to report a flogard infusion pump in which the door handle was broken. This condition has the potential to cause an interruption of delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The event occurred in the emergency room. There was no further complaint information available.